Manufacturer narrative:
It was reported that during a procedure, while connecting the targeter, there's an error message on the screen. Therefore, the surgery was concluded with another smith and nephew device. The associated sureshot targeter was returned and evaluated. Visual inspection of the returned product found no obvious signs of damage. A review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. An error message was displayed which read, ¿sureshot targeter invalid or broken tool - please exchange.¿ thus, the stated failure was confirmed. The device was manufactured in 2012. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device (B)(4) for use. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary.should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a procedure, while connecting the targeter, there's a error message. Surgery was concluded with another smith and nephew device. No delay and no injury reported.